Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve was distorted and oval shaped. A portion of the sewing ring was removed during explant. The existing leaflets were in the closed position. All leaflets were stiff due to mineralization at inflow and outflow. Tissue deterioration due to visible mineralization was observed on all leaflets. Tears were observed on the leaflets of the left coronary cusp (lcc) and non-coronary cusp (ncc). Tissue deterioration due to mineralization was observed on right/left (rl) and right/non-coronary (rnc) commissures. The left/non-coronary (lnc) commissure was intact with a small hole in the tissue. Pannus was observed along the inflow and outflow margin of attachments. Pannus was also observed on the outflow of the remaining sewing ring. Pannus encapsulated the rnc stent post across the base stitching between the rnc and lnc. Pannus was also present on all commissures on the superior coaptive area. An unknown amount of pannus appeared to have been removed at inflow and outflow. Radiography showed mineralization in all cusps. Conclusion: reduced performance of the valve is attributed to mineralization and host tissue overgrowth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for analysis. At the completion of the analysis a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 20 years and 1 month post implant of this bioprosthetic valve, the valve was explanted and replaced. The reason for replacement was due to pannus formation, calcification and torn leaflets (right and left coronary cusps). No additional adverse patient effects were reported.